Manufacturer narrative:
No product was returned however the pumps operators manual spells out (see user manual section installing or replacing batteries) the type of batteries to be used and the procedure for installing them into the pump. If these instructions are not followed as written it may affect battery ?life" and/or the ability of the pump to be powered up, started and to be able to deliver medication. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump had a battery low alarm, unresolved by battery change. No patient involvement reported.

Manufacturer narrative:
Other, other text: a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.